Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii xenon light source was dull. The customer, tried two different cords. The screen went black, then came back on. Throughout the case, all color, except blue, left the screen. They could see the picture, but only blue and no image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure has not been confirmed, and the presumed cause could not be identified. Olympus will continue to monitor field performance for this device.